Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that entire ceramic sleeve was found to be broken off at the distal end. Consequently the instrument hook shank and the yaw pulley sections were exposed. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by site were char marks located at the yaw pulley section. The yaw pulley exhibited charring and localized melting at the base of the hook, where the ceramic sleeve should had been installed. The char marks were a sign of an arcing event. The conductor wire did not exhibit any damage. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted that the tip of the permanent cautery hook instrument was broken. No patient harm, adverse outcome or injury was reported.